Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was fell off. The field service engineer removed excess adhesive from door and placed new latch. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system smart remote manager was fell off and need to reattach. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.